Event description:
While checking the mantis loan kit, which was used during a surgery by prof., it was established that the mantis rod inserter was broken. According to sales rep, who observed this surgery, the product did not break during the surgery.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.